Manufacturer narrative:
Device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. The pt's anatomy was moderately tortuous. The lesion was located in the right coronary artery (rca). The vessel was heavily calcified. The physician pre-dilated the area with an unspecified size balloon. The physician attempted to advance a taxus express2 3.50x16.0mm drug eluting stent (des), but while advancing, the shaft broke approximately 12 inches from the hub. The entire stent delivery system was removed and the procedure was successfully completed with a vision 3.50x15.0mm bare metal stent. There were no reported pt complications. Several follow-up attempts were made to obtain additional info regarding the procedure details, but the facility has declined to provide any additional information.